Event description:
The orsiro mission drug-eluting stent system was selected for treatment. During preparation of the device, when pulling off the stent protector, the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. In the as-returned state the balloon was partially deflated. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately on the transportation wire inside of the protector cap. The stent is slightly deformed in its center (i.e., a few struts are elongated). The protector cap shows no damages. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, prior to the procedure, the stent system should be visually examined to verify its functionality.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. During preparation of the device, when pulling off the stent protector, the stent dislodged from the balloon.